Event description:
Within five minutes after the catheter was placed via the patient's right subclavian vein, the patient's blood pressure dropped 30/20 mmhg with a heart rate of 100. Red edema was noted on the patient's skin in the abdominal region. Epinephrine was administered, but the blood pressure didn't change. The catheter was removed with no change in the patient's status. The patient went into ventricular fibrillation and was unable to be revived. Other drugs used were fentanest and vecuronium bromide.